Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker dropped three years of device longevity in just five months. Additionally, the patient was in atrial fibrillation (af) and the power consumption is above a hundred twenty percent. Initial analysis indicated that the device was in high rate atrial sensing and that can cause an increase in power consumption. Boston scientific technical services (ts) recommended on considering methods to reduce the high rate atrial sensing or perhaps program the device to a non-atrial based brady mode, turn off the atrial lead, and disable signal artifact monitoring (sam). The device remains in service. No adverse patient effects were reported.